Event description:
Revision surgery revealed loosening of the femoral stem component. The femoral head component was also revised at this time.

Manufacturer narrative:
Summary of eval: eval of this event cannot be performed because the device has not been returned to howmedica rutherford. The device has been retained by the pt.